Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with varices procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician tested the device outside the patient and noted that the strings on the ligator cap were loose. When the physician attempted to deploy the bands outside the patient, the seventh ligation band deployed first from the back to the front which then wrapped and intertwined with the rest of the ligation bands. The physician completed the procedure with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.